Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was found to be operating within required specifications and delivering insulin accurately; the pump was exercised for 29 hours with no insulin delivery issues. A review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. There was no defect found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported experiencing elevated blood glucose (bg) on (B)(6) 2011. No specific bg values were reported. She stated that she administered corrections with the pump and via syringe, with no improvement in bg. The patient reported that she was subsequently hospitalized on (B)(6) 2011 with bg over 500 mg/dl, nausea, and vomiting. She stated that she was diagnosed with diabetic ketoacidosis and remained in the hospital for three days. The patient reported that she resumed insulin pump therapy after being discharged from the hospital and her bgs were between 200 and 300 mg/dl on (B)(6) 2011 and (B)(6) 2011. She stated that she disconnected from the pump on (B)(6) 2011 per her healthcare provider's instructions and has been delivering insulin via syringe. Customer support reviewed the pump with the patient and found that there were no associated alarms in the pump history; time and date settings were correct; basal settings and history were correct; and boluses were delivered as programmed. The patient confirmed that temporary basal programs and the suspend feature had been used. A review of the prime history indicated that the patient's infusion set/site was changed on (B)(6) 2011. The patient confirmed that the cannula was not bent and there have been no site issues. The patient reported that the pump was exposed to x-ray after admission to the hospital on (B)(6) 2011. The user guide advises the patient to avoid exposing the pump to x-ray. This complaint is being reported because the patient allegedly experienced hyperglycemia while using the pump.